Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system, and confirmed the reported issue. The flow control valve was replaced to resolve the reported issue. Customer contact reports no patient information available. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction resulting in the over delivery of pressure in the patient circuit. There was no report of patient injury.